Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The connections from the consolidated ventilator interface board and the anesthesia control board were disconnected/reconnected, resolving the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, notifying the user mechanical ventilation was not functional. There was no report of patient involvement.